Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: ¿ deflation: observed, opening in the radius side assessed as surgical damage and partial delamination of valve assessed as adhesive failure. ¿ other technical: no particles in valve were observed. Additional observations: ¿ crease fold observed on the device. ¿ white particle observed on the device.

Event description:
Healthcare professional reported a left side "deflation". Later additionally reported "particles in valve". Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation. Later additionally reported "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
Corrected data: g.3. Aware date from supplemental medwatch 1 should have been 02feb2023.